Event description:
According to surgeon, cs29 was fired and anastomosis had malformed staples. There was also a leak observed but he didn't entirely attribute it to the cs29 device. Another device was used to complete the case. Sigmoid procedure.